Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced right button on the main unit does not respond. The customer reported no adverse event. The event involved product(s) mmt-1882. Troubleshooting was not performed. Customer reported a keypad anomaly and/or stuck button alarm. No harm requiring medical intervention was reported. Product return required for mmt-1882. It is unknown whether product will be returned.

Manufacturer narrative:
The pump passed the self test then had intermittent button response. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to intermittent button response. Pump was cut open to perform visual inspection and found corroded pcba1, pcba2, and keypad flex traces. The motor had moisture damage. No damage noted on the force sensor. The pump had intermittent button response due to corroded keypad flex traces and corroded electronic assembly. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus. There was no stuck key alarm noted 2 days prior to the event date 18-jun-2024 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 2 days prior to the event date 18-jun-2024 in the pump history file. 06/18/2024 22:47:25.000 batteryremoved (55) 06/18/2024 22:47:25.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 06/18/2024 22:48:01.000 batteryinserted (44) 06/18/2024 22:48:49.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during basal. 06/18/2024 22:58:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during prime. Unable to test for insulin flow block alarm/no delivery alarm due to intermittent button response. Nodelivery (7) alarm - unknown. Keypad/button unresponsive/button error confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.